Event description:
It was reported that balloon rupture occurred. The target lesion was severely tortuous and moderately calcified vessel. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. However, before reaching nominal size at 1 atmosphere for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor patient injury were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located in the mid body of the balloon. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found multiple kinks along the length of the hypotube. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was severely tortuous and moderately calcified vessel. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. However, before reaching nominal size at 1 atmosphere for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor patient injury were reported.